Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient's pump is alarming for no disposable. The alarm was silenced, the settings were reviewed and the clamp was closed. The cassette was removed and gently tapped and the tubing was massaged to disperse air bubbles in the line. The cassette was replaced and the alarm persisted. Again, the cassette was removed and gently tapped, the tubing was massaged, then the cassette was replaced. The clamp was opened and the pump was started and continued to run. No patient injury was reported.